Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Roseomonas mucosa is a gram-negative coccobacillus, which is mostly isolated from environmental areas, such as water, soil, air and plants. Although roseomonas mucosa shows low human pathogenicity, it can lead to systemic infection in immunocompromised patients micrococcus luteus is a gram-positive, bacterium, classified as low concern organisms. It is most commonly found in soil, dust, water and air, but may also colonize the human mouth, mucosa, as well as upper respiratory tract. Staphylococcus haemolyticus is a gram-positive, low concern cocci bacterium. It is a commensal human skin flora inhabitant, but also colonizes domestic animals. S. Haemolyticus is increasingly reported as opportunistic pathogen in hospitalized patients¿ infections, i.e. As it displays a tendency for antibiotic resistance. No delays were observed between the end of procedure and the start of manual cleaning. The endoscope did not show deviations / non-conformities during visual inspection during the sampling process. No deviations were observed during the sampling process. All 12 required scope sampling points were sampled. Growth was recovered from 2/12 sampling sites. The microorganism identified during destructive sampling did not match nor confirm the originally identified roseomonas mucosa 8 (high concern -hc), micrococcus luteus (low concern - lc) or staphylococcus haemolyticus (lc). Instead, a bacterium of human / non-gi origin (staphylococcus capitis), the environment (bacillus thuringiensis) (paenibacillus favisporus and paenibacillus cineris) were found. Roseomonas mucosa is identified as a hc organism per the olympus protocol. Based on the sponsor¿s literature research, roseomonas mucosa has so far not been described in literature as being associated to patient infection related to endoscopic retrograde cholangiopancreatography (ercp), however it can be commonly recovered from a clinical space. Due to a lack of any gi-related microbes, it is likely the observed contamination is not related to the patient use but may be attributed to the reprocessing and / or sampling environment. The exact cause, however, could not be determined. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in a steris ie automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. No other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regard to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on april 11, 2023, to perform an observation of the reprocessing techniques. The ess found that during leak testing, the second 30 second test was not completed where the elevator was moved. In place of the second leak test, the technician moved the elevator during the first 30 seconds as was the process for the endoscope. Wiping of the scope during manual cleaning was not performed per the instructions for use (IFU). The segmented process was followed after discussion with ess; however, initial wiping was performed from the scope connector to distal end as was the case for other models of scopes. The ess also recommended that brushing of the distal end be performed more vigorously as the initial observation found that the technician was treating the process too delicately. The facility used scope buddy plus for suction and flushing. During the suction process per medivator (cantel), a suction cleaning adaptor was not used, and a channel plug was placed in the cylinders. This step would have to be validated by medivator (cantel). The device was returned to olympus for evaluation after destructive culturing and sampling. The plastic distal end was disassembled and was unable to be dunked. The plastic distal end cover insulation was missing the hold ring. The k-wire was damaged. The movement was too light during the catheter test. The pin gauge failed and there was a dent in the plastic distal end. The nozzle and bending section cover were missing. The bending section glue has cracks. The customer sticker on the body control unit was illegible. There was high angulation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for eleven (11) colony forming units (cfus). The following microorganisms were identified; roseomonas mucosa, micrococcus luteus, and staphylococcus haemolyticus. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.